Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the physician loaded a 6 mm x 12 cm standard ruby coil into a 90 degree px slim delivery microcatheter, however, he could not advance the coil out of the catheter. The physician attempted to advance it several times but it would not move forward. The physician withdrew the coil from the microcatheter but unfortunately, the coil detached inside. The physician was able to remove the entire system from the patient including the detached coil. The coil was then flushed out of the px slim and re-accessed into the patient. The next three coils deployed with no issues until the physician removed a fourth coil from inventory, a 4 mm x 15 cm soft ruby coil. The physician attempted to advance the coil several times but it would not move forward. The physician tried to withdraw the coil from the microcatheter again but unfortunately the coil detached inside the catheter. The catheter was removed from the patient with no reported adverse effect on the patient.

Manufacturer narrative:
Result: the pusher assembly is fractured approximately 94.5 cm from the proximal end of the pusher. The pull-wire is exposed approximately 0.3 cm from the distal end of the fracture to the proximal end of the fracture. The coil is still attached to the pusher. The proximal pet-lock is still intact, indicating that a detachment attempt was not made. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the coils would not advance outside of the pxslim at different points during the procedure. The complaint report stated that some coils were delivered and detached without issue but others did not. Evaluation of the returned device confirmed fractures in the hypotubes of both pusher assemblies. The first pusher assembly fractured and separated enough to cause the pull wire to shift back and release the coil. The second pull wire did not shift from the capture feature in the distal detachment tip and release the coil. The cause of the resistance when advancing the coil through the microcatheter could not be determined during the device investigation. However, the damage to the pusher assemblies was likely the result of continued attempts to advance against strong resistance, causing the pusher assemblies to kink and eventually fracture. The IFU for this device warns against advancing and retracting the device against resistance to prevent further device damage and patient injury. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00137.